Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula (avf). A 6.0 x 40 mustang balloon catheter was advance to dilate the lesion. However, during first inflation at normal pressure, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: a mustang balloon device was received for analysis. A visual examination confirmed that the balloon had been subjected to positive pressure; saline solution was visible within the balloon. A visual examination of the returned device identified a longitudinal tear in the balloon material. The tear was identified 7mm proximal to the proximal edge of the proximal markerband and extended 25.2mm distally along the balloon material. A visual and microscopic examination could find no issue with the markerbands or tip of the device. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula (avf). A 6.0 x 40 mustang¿ balloon catheter was advance to dilate the lesion. However, during first inflation at normal pressure, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.